Event description:
Event description guidant received information that this reliance lead had dislodged due to the patient twiddling the device. The lead remains actively implanted. The fallback mode on the ICD was reprogrammed to 2-8 cycles to help the atrial lead perform sensing. The physician will monitor patient for future events.